Manufacturer narrative:
The ge rep conducted an onsite investigation. The battery was replaced. No further info is available.

Event description:
The customer reported that the 9600 system displayed a battery charge failure error message. No pt injury was reported.